Event description:
Consumer complaint of e-3 error. Customer states e-5 error appears after strip is inserted. Customer was unable to perform blood test. Verified the strips expire 09/24/2016, unable to confirm the open date of test strips or the storage conditions.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with black chemistry observed. Most likely underlying root causer of malfunction noted in the complaint: black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).